Manufacturer narrative:
A nellcor representative made two attempts to contact the customer regarding the return of the sample but no response has been received. At this time, the sample is not available for evaluation. If the sample is received, a summary of the investigation will be provided in a supplemental report.

Event description:
On 10/12/05 nellcor puritan bennett received a report that a 8pec tracheostomy tube was leaking between the flange and trach. The caller reported that the end user experienced three occurrences of the product leaking. The caller reported that no further information is available. A nellcor representative asked the caller to have the product returned for evaluation however; the caller did not have any knowledge of the product being available for evaluation.